Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. The customer disconnected from the site and the customer¿s father drove the customer to a ¿nursery¿ within a hospital for assistance. The customer¿s nurse believed the customer did not receive much insulin due to being inadvertently connected while performing the fill tubing sequence. No information was provided pertaining to blood glucose (bg) level experienced or any treatment received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.